Event description:
It was reported that the device was implanted after the use by date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65, lot# v548267045, implanted: 2011-(B)(6). Explanted: unknown, extension model 37081, serial # (B)(4), implanted: 2011-(B)(4), explanted: unknown, extension model 37081, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, patient programmer model 37743 serial # (B)(4), implanted: na, explanted: na.